Event description:
It was reported that the user¿s ilet pump displayed dosing stopped and related alerts after the paired libre 3 plus sensor stopped providing glucose readings, leading the system to run on manual bg entries until bg run expired and automated insulin dosing subsequently ceased. Symptoms included no reported hypoglycemia or hyperglycemia, and the user performed fingerstick checks and then transitioned to backup injection therapy per healthcare provider guidance. Outcomes included interruption of automated insulin delivery and reliance on backup therapy until a new sensor is available. Investigation included review of device logs and user-reported history, confirming multiple cgm signal loss and sensor unavailable alerts followed by a replace sensor alert, bg run suspension, and dosing stopped status. Investigation of this case revealed cgm communication loss and sensor unavailability as the precipitating factors, with the pump functioning as designed by suspending dosing when bg run expired and no valid sensor data were available. It was concluded, based on previously established findings for similar reports, that the cause was sensor unavailability and cgm signal loss leading to intended safety behavior of the device.